Event description:
According to the initial information received, an 8/6mm amplatzer duct occluder (ado) was attempted but was found to be too small for the defect. The ado was removed, upsized and a 10/8mm ado was attempted. The larger ado also did not fit the defect, however, as it was being retrieved the 10/8mm ado was difficult to retract into the 6f amplatzer torqvue 180 delivery system (dtv180) sheath. With the ado still attached to the delivery cable, an 8f amplatzer exchange system (etv) was used to retrieve the entire system including the 10/8mm ado. A 12/10mm ado was successfully implanted.

Manufacturer narrative:
The amplatzer torqvue delivery system sheath was returned to aga medical for analysis. It was examined and the tip was observed to be partially inverted. Following decontamination, the returned amplatzer duct occluder was attached to a test delivery cable and loaded into a test loader then handed-off to the returned sheath. The device advanced, deployed, and was recaptured without issue. Following the test, it was noted the delivery sheath tip was no longer partially inverted, however, evidence of prior inversion remained. During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests. Our investigation was able to confirm the performance described; the damage to the sheath was consistent with difficulties retracting the device into the sheath. We have forwarded this information onto our research and development team for additional review, and they are evaluating improvements to the sheath tips for the amplatzer torqvue delivery systems.

Manufacturer narrative:
Device analysis: both ados were returned to aga medical in its original configuration. Following decontamination, the devices were measured and the sizes was confirmed to meet dimensional specifications. The devices were examined microscopically and no defects were observed. Using a test loader and delivery cable, the returned 10/8mm ado was loaded, handed-off to the returned 6f delivery sheath, advanced, deployed, and retracted without issue. Upon receipt of the (B)(4) sheath, it was examined and the tip was observed to be partially inverted. Following decontamination, the returned 10/8mm ado was tested using the returned sheath without issue as summarized above. Following the test, it was noted the delivery sheath tip was no longer partially inverted, however, evidence of prior inversion remained. During manufacturing, each device/delivery system lot underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed each device successfully completed these tests. Conclusion: our investigation was unable to confirm the retraction issue described at implant as the delivery system tested functional during analysis; however, the inverted sheath was observed during analysis. Aga medical opened an investigation to review the sheath tip manufacturing process and implemented additional inspections and automated procedures to ensure higher quality sheath tips.